Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-04508. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the allura system would not make x-rays, and receive an initialization error. No harm was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.